Event description:
It was reported that the patient has been having issues with sleep apnea and wanted to know if vns can exacerbate sleep apnea. The patient was using a CPAP, but was referred to a sleep apnea physician for a second opinion as they believed the CPAP was ineffective. The physician attributed the cause of the sleep apnea to be related to vns stimulation. The patient's device was checked in october and determined to be working within normal limits. No other relevant information has been received to date.